Manufacturer narrative:
As reported, the capsure device failed to fire the fastener and trigger got stuck. Based on the reported condition and sample evaluation conducted, the reported event is confirmed as manufacturing related. It was confirmed that the clutch pawl assembly was missing the captive pin; leading to the detachment of the pawl, as well as the pawl spring which yielded a nonfunctional device. The pawl spring was not included with the device when received. The root cause of the reported condition is manufacturing (manpower) failure to follow procedure. An awareness was provided to the manufacturing personnel pertaining to the capsure manufacturing area to emphasize device assembly requirements; as well as potential failure modes associated to the identified condition. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a sacrocolpopexy surgery, the capsure fixation device did not fire the fastener and trigger was stuck. It was reported that a competitor product was used to complete the surgery. There was no patient injury. During sample evaluation it was found that there was a detached and missing internal component that yielded a nonfunctional device.